Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was noted as having minor calcification and no tortuosity. Hemostasis was immediate; however, a post angiogram revealed a small pseudoaneurysm. Manual pressure followed by balloon inflations did not resolve the pseudoaneurysm. A vascular surgeon was consulted and choose to do a cut down. The surgeon noted during cut down the anchor was seen positioned halfway outside the vessel. The vessel was repaired, and the patient was discharged the next day. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. Risk documentation was reviewed, and tract deployment was identified as a known risk. The root cause cannot be determined due to insufficient information regarding the procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr case, and a review of a post angio found a small psuedoaneursym. It did not resolve with pressure, vascular surgeon consulted and choose surgical repair. Patient had surgical repair of vessel. Surgeon reported footplate was half out of vessel. Repair performed. Pt discharged next day.